Event description:
It was reported that the customer had been hospitalized on (B)(6) 2014, and the insulin pump was lost in the ambulance. The customer stated that the device was found lodged under a piece of equipment and exhibited damage. The caller stated that one of the buttons was permanently pressed in. The customer was advised that the insulin pump be replaced. He did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-18129.